Event description:
Nurse called lfs in 2002 alleging that the hospital's meter reading inaccurately high. In 2002, a pt was tested at 7:00 am on the lfs hospital meter and had a lab test run. The pt was in a fasting state and a venous sample was used for both the meter and the lab test. No preservation or anticoagulants were put into the venous sample. The results were "high" on the meter and "66 mg/dl" on the lab. The "high" result would indicate a blood glucose level above "500 mg/dl". The nurse treated the pt with "16 units" of rapid insulin based on the meter result. The nurse was notified that the lab test result was "66 mg/dl" later that day. The nurse originally indicated that she had treated the pt based on another pt's blood glucose test results. She later reported that she had not switched test results and that the meter was at fault. One hour after the pt had rec'd the insulin, they started feeling dizzy and the nurse reported that the pt was unconscious and in a coma, with a blood glucose level of "58 mg/dl" at 8:00am. The pt was treated with an injection of 2 bottles of 30% glucose. At 9:00 am the pt had a blood glucose level of "105 mg/dl". At 10:30 am the pt had a pt had a blood glucose level of "43 mg/dl" and was treated with an injection of 3 bottles of 30% glucose and with a 500 serum with 10% glucose. At 11:00 am the pt had a blood glucose level of "232 mg/dl". At 4pm the pt was tested with a blood glucose level of "63 mg/dl" and was treated with an "injection of 1 bottle" (unknown treatment). The pt had a blood glucose level of "176 mg/dl" at 8:00pm and at 12:00pm. The blood glucose tests between 8:00 am and 12:00 pm were all run on the hospital's meter. The ccr indicated that results provided were not in the meter memory. No info was provided regarding the test strips expiration date of quality control tests. Due to the meter result, treatment and outcome, the meter may have been reading inaccurately high. The hospital was unwilling to provide any add'l info due to the institutional policy and the privacy of the pt.